Event description:
The customer reported via phone call indicating the insulin pump was exposed to water. The customer stated the insulin pump had fallen into the water, but there was no damage. The customer stated the insulin pump had no moisture visible. Reviewed the alarm history for alarms and number of alarm occurrences; found two low reservoirs and one no delivery. The insulin pump passed the self-test. Customer stated he received a no delivery alarm during bolus. The customer stated it delivered 2 units when he received the alarm, but he pressed on the infusion port and it delivered 3 units. He connected it back up and it did not give customer any problems. The customer stated he resolved the no delivery alarm with a complete set change. Customer's blood glucose was 106mg/dl.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.